Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and checked for maintenance required code #7, turned the iabp on and the confirmed the error code came up. The fse confirmed that the fan was functioning and checked for lint over the ventilation opening. The fse noticed a lot of lint in the power supply, and removed and disassembled the power supply. The fse cleaned out the lint from the boards of the power supply, reassembled the power supply, and reinstalled it into the iabp. The fse turned on the iabp, tested it, and everything passed. The fse performed a complete calibration, and functionality tests. The iabp meets factory specifications and was returned to the customer cleared for clinical use.

Event description:
The customer reported that their cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required code #7". The customer stated they switched to a back up iabp without any adverse event and the patient remained under iabp support.

Event description:
The customer reported that their cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required code #7", while in use on a patient. The customer switched to a back-up iabp without any adverse event and the patient remained under iabp support.